Event description:
Post cerebral angiography, the pt developed rash like [patches possibly representing micro emboli. He also had some mild foot pain around these areas. This was subsequently thought to be potentially caused by the outer coating of the catheter used; found to shear off as it was pulled out of the vascular sheath, forming a viscous substance on the tip of the sheath within the artery. No treatment indicated; resolved by (B)(6) 2013.